Manufacturer narrative:
H11: the device was received for evaluation. During functional testing the device passed all necessary testing. The event history log review showed no evidence of the customer reported problem. The device was found to be performing per product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient fell while using the golvo mobile lift. During a patient transfer, the sling bar latches apparently fell off or broke prior to the patient fall. The patient was taken to the hospital for a potential head injury. Additionally, the patient sustained a 4 cm laceration to the left posterior scalp, which was repaired with sutures, a small amount of subarachnoid hemorrhage, and a left temporooccipital scalp hematoma. Per the instruction for use (IFU): "before lifting, always make sure that the lifting accessory is correctly applied to the lifting equipment; the lifting accessory is correctly and securely applied to the patient, so that no personal injury can occur; the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface¿ a device inspection performed by a baxter technician noted that the lift was working as designed, no malfunction was identified. The customer did not allege specific malfunction. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h3, h6 and h11. H11: no device malfunction was identified upon inspection. Reportedly, the caregiver was not following the instructions for use as the caregiver attached the sling loop to the sling bar hook in an incorrect way, the proper connection was not confirmed before lifting, the sling was detached from the sling bar, and the use of a non-approved combination. The instruction for use (IFU) states: "before lifting, always make sure that the lifting accessory is correctly applied to the lifting equipment; the lifting accessory is correctly and securely applied to the patient, so that no personal injury can occur; the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface¿ a device inspection performed by a baxter technician noted that the lift was working as designed, no malfunction was identified. No further information was received regarding this event; therefore, based on the information that has been provided, this issue has been deemed a use error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.